Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and low out of range impedance measurements. As a result, the ra lead was surgically abandoned and replaced. The device was also explanted during the procedure for normal battery depletion. No additional adverse patient effects were reported.